Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 541 mg/dl with ketones. Reportedly, the customer observed air bubbles in the infusion set tubing. The customer changed the tubing to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.